Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 640 mg/dl. The customer changed the infusion set, but continued to experience elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but the customer didn't have a tubing clamp for the high pressure test. Nothing further was reported.